Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with unexpected restart error during normal use. The patient's blood glucose at the time of incident was 117 mg/dl. Troubleshooting was initiated and the customer changed the battery but the unexpected restart error alarm recurred. The alarm could not be cleared due to unresponsive buttons. The customer was advised to revert to their medically prescribed back-up plan. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin received was intermittent button response due to corroded keypad traces. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. The insulin pump was monitored and no a21 alarm during testing. The insulin pump had minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.